Manufacturer narrative:
(B)(4). Batch # r9412r. Investigation summary: the device was returned with the upper jaw detached and not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. It did activate but we were unable to investigate further the reported alert screen reported due the device returned condition. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during unknown procedure they are receiving the error code multiple times and they are switching them out. "Ensealg2". Case completed with another device of the same product code. There were no patient consequences reported.